Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the proximal end of the stent were lifted and pulled distally. Also stent struts in the distal half of the stent were lifted from their crimped positions. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts met resistance of a calcified and stenosed lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal section of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-sep-2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.75x38mm synergy ii drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition. However, returned device analysis revealed stent damage.